Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that there was an ipg to remote control communication failure. X-ray was taken and confirmed that the ipg was flipped. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.